Event description:
It was reported that bd¿ sharps collector lid was deformed. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: the ditches on the lid were deformed and the lid didn't close completely.

Manufacturer narrative:
H.6. Investigation: according to the DHR review process; the result showed there were no issues reported like deforming ditches during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing locking tab for the same part number throughout the last twelve months. Based on pictures provided from customer it can be seen the following: 1. It can¿t be seeing deformities, crack, flash, or any molding defect that could affects the fit form or function of the lid. 2. It can confirm that the collector was not overfilled. Based on information provided it was not possible determine the root cause like a failure mode related to the manufacturing process since there were no issues observed in the pictures provided (as part of evaluation it can¿t be seen molding issues that could cause this kind of failures).

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ sharps collector lid was deformed. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: the ditches on the lid were deformed and the lid didn't close completely.